Event description:
It was observed that during the device evaluation, the camera head exhibited no image issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to repair center and underwent visual and functional testing. The testing concluded that there was no image which was caused by the flooding of the image sensor, but the cause of the flooding could not be identified. A device history review revealed no issues that could have caused or contributed to the event. There were no issues noted during the service history review. Should additional relevant information become available, a supplemental report will be submitted.